Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. During evaluation of the device it was noted the stylet was out of the device upon return, the broken part of the needle was returned in a container. The broken park of the needle measures approximately 7.5mm. The needle was broken at the notch, there is no part of the needle missing it was lined up against stylet to show that no part of the needle was unaccounted for. The customer complaint is to be confirmed due to needle broken. Images provided and attached to this file for review. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1188069 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A needle tip broke off inside a patient. I have no more information yet as I couldn¿t reach the customer at the phone. They left a voicemail today. The product will be available for return. "As per complaint form": the physician wanted to puncture through from the stomach in an almost straight position, he felt a high resistance and when checking on endoscopic view the needle tip was gone. The stylet was pulled up approximately 1xm before initial puncture.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. During evaluation of the device it was noted the stylet was out of the device upon return, the broken part of the needle was returned in a container. The broken park of the needle measures approximately 7.5mm. The needle was broken at the notch, there is no part of the needle missing it was lined up against stylet to show that no part of the needle was unaccounted for. The break was a distal break at the top of the needle. The root cause of this is possibly due to the stylet being pulled back prior to the initial puncture. When the stylet was not fully in place it did not provide the needle with the required support. As per ifu0077-4 it states to advance into the lesion and the remove the stylet. The customer complaint is to be confirmed due to needle broken. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1188069 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to additional information received from engineering regarding root cause. A needle tip broke off inside a patient. I have no more information yet as I couldn¿t reach the customer at the phone. They left a voicemail today. The product will be available for return. "As per complaint form": the physician wanted to puncture through from the stomach in an almost straight position, he felt a high resistance and when checking on endoscopic view the needle tip was gone. The stylet was pulled up approximately 1xm before initial puncture.